Event description:
It was reported that an ilet user was not receiving cgm readings due to the pump being set to the freestyle libre 3 plus sensor type while the user was using a dexcom g7 continuous glucose monitor (cgm), which resulted in missed glucose data and subsequent hyperglycemia; the device itself was not paused and no device component issue was identified. Symptoms included hyperglycemia with a peak glucose of 324 mg/dl and no associated clinical symptoms. Outcomes included a delay to treatment or therapy. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, specifically failure to follow instructions, with no applicable part or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.